Event description:
Customer reported the bag arm broke. There was no reported patient injury. The parts were returned to the manufacturing site for investigation. The vendor determined that on occasion, the operator sprayed on a substance (vd thinner) that reacts with the molded material to crack it to aid in removal of the part. It was determined, however, that the overspray may have left some residue on the tool and that this residue was enough to cause failure in the next few molded pieces. The root cause of the problem has been identified and all parts related to the suspect lots have been removed from inventory and scrapped.